Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported material deformation (stent flare) and material separation were confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the challenging anatomy causing the reported failure to advance. Force was applied in an attempt to advance the device causing the reported shaft separation and material deformation (stent flare). There is no indication of a product quality issue with respect to manufacture, design or labeling. Device code 2017 improper or incorrect procedure or method (against resistance) was removed.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device coding: 2017 - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 95% stenosed and heavily calcified lesion in the left anterior descending artery. Following pre-dilatation, a 2.75 x 33 mm xience xpedition stent delivery system (sds) failed to cross due to the anatomy even though force was applied. The shaft separated and was simply withdrawn since the separation occurred on the proximal shaft. After removal of the sds it was noted that the stent struts were flared. The procedure was successfully completed with a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.